Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he was experiencing shocks behind his neck. The patient stated he turned the stimulation off as it was hurting him more when it was on. The patient noted that at one of his last appointments a manufacturer representative was there and reprogrammed the device and the patient ¿felt like he was high.¿ the indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.